Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the trigger was jammed and the connecting valve was stuck due to lack of lubrication. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Device was returned for service. During service, technician found that connecting valve was stuck and the trigger was jammed. This is report 1 of 1 for complaint (B)(4).